Manufacturer narrative:
Additional information: b5, d4 plant investigation: the complaint sample was not available for evaluation. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. The described situation is adequately addressed in the instructions for use and/or on the product label. No physical damage was noted at the location of the leak during use. The leak may have been caused by fine cracks in the port. All oxygenators are tested for leakages during process controls. It is possible that cracks may subsequently occur during shipping or handling. Review of batch documentation revealed no non-conformity during the manufacturing process related to the observed failure. There was no deviation in regard to leaks during the coating of the tubing set. Based on the available information, a cause for this reported event could not be established.

Event description:
It was reported by a user facility, a patient on extracorporeal membrane oxygenation (ECMO) support utilziing the xlung kit 230 with a blood flow of 3.2l/min at 7500 rpm experienced small droplets of blood that leaked from the post-oxygenator sampling port. The sampling pigtail extension was exchanged resulting in the same leak. There was no visible damage on the port. After a few hours of ECMO support, the blood droplets clotted. The patient circuit was primed per protocol as stated in the xlung kit 230 instructions for use. Photographic evidence of the blood leak showed a blood clot in the superior aspect of the luer-lock connection of the sampling port. A definite cause of the leak could not be determined since replacing the line did not solve the issue. Upon follow-up, it was reported the patient was able to continue ECMO support with the same xlung kit 230 following this event. It was affirmed the patient did not experience a serious injury or require medical intervention as a result of the blood leak. The sample was not available for return for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a user facility, a patient on extracorporeal membrane oxygenation (ECMO) support utilziing the xlung kit 230 with a blood flow of 3.2l/min at 7500 rpm experienced small droplets of blood that leaked from the post-oxygenator sampling port. The sampling pigtail extension was exchanged resulting in the same leak. There was no visible damage on the port. After a few hours of ECMO support, the blood droplets clotted. The patient circuit was primed per protocol as stated in the xlung kit 230 instructions for use. Photographic evidence of the blood leak showed a clot in the superior aspect of the luer-lock connection of the sampling port. Upon follow-up, it was reported the patient was able to continue ECMO support with the same xlung kit 230 following this event. It was affirmed the patient did not experience a serious injury or require medical intervention as a result of the blood leak. The sample was not available for return for product investigation.